Event description:
It was reported that the insulin pump had a blank display. The customer used new batteries and replaced the battery three times but the anomaly persisted. The customer stated that they tried two sets of batteries that worked in their television remote. The customer did not know their blood glucose level at the time of the incident, but at the time of the phone call, their blood glucose was 179 mg/dl. The customer stated that there was a tiny crack at the top on the outside of the battery compartment. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.